Manufacturer narrative:
G3: corrected value is (B)(6) 2026.

Event description:
It was reported that the pump exhibited a key stuck error during testing. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a high priority alarm- key stuck. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the keypad. As a result, the keypad was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.